Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia. Customer's blood glucose value was 40 mg/dl. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. The customer treated low blood glucose with juice and carbs. Customer did not allege that the insulin pump was over delivering. Customer reports auto mode was not automatically delivering insulin at the time of low blood glucose event. Troubleshooting was performed for low blood glucose level. The device will not be return for analysis.